Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the assembly tested out of specification electrically due to a serious component burn.

Event description:
It was reported that following a storm, the monitor was no longer receiving power. A new power cord was sent. No patient complications were reported as a result of this event.